Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst noted the conductors were distorted at various locations of 25, 51, and 58 cm due to explant damage. The outer insulation was stretched at 5.5 and 88.1 cm also due to explant damage. (B)(4)

Event description:
The left ventricular (lv) lead was attempted to be reused but was damaged during the revision procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged shortly after implant. The lead was found to have high thresholds. The lead was attempted to be reused but was damaged during the implant procedure. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead had high thresholds. The lead was attempted to be repositioned but the lead helix could not be extended after being retracted. The lead was removed and a new lead was implanted. It was noted that the patient was non-compliant with instructions to limit activity and motion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.